Event description:
Philips has issued a recall for my CPAP machine that I use every night I have been waking up almost every day for the last month with severe headaches. I thought it was stress/anxiety. I have been extremely tired. I am very concerned about the material that has potentially entered my lungs. This is extremely upsetting. FDA safety report ID # (B)(4).